Event description:
It was reported that, the cardio save intra-aortic balloon pump (iabp) unit had blood in pim module.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Corrected data: b5, h6 (clinical and impact code). Updated data: b4, g3, g6, h2, h10, h11.

Event description:
It was reported that during use , the cardiosave intra-aortic balloon pump (iabp) unit had blood in pim module. There was no patient harm.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the issue. The pneumatic module assembly was replaced according to service manual to resolve the issue. All functional and safety checks were performed to meet factory specifications. After functional and safety check were performed, the device was returned to customer fit for use.

Event description:
It was reported that during use on a patient by nurse, the cardiosave intra-aortic balloon pump (iabp) unit's balloon was broken and that the unit had blood in pim module. There was no patient harm.